Event description:
Another MFR's device was reported to co's office in error, by the hosp. The reason for removal, as reported by the physician's office, was "malfct (sic)...prosthesis-all explanted". Note: determination of reportability and categorization of this event was made according to this MFR's policies and procedures and the info rec'd in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref.sec b1,b2,h1).